Event description:
It was reported that the patient experienced rising blood glucose (bg) levels after wearing the pod on the abdomen for approximately 4-24 hours, and sought medical attention on (B)(6) 2025. The patient was unable to provide specific bg values but stated that the levels were ¿really high¿ and that she was feeling unwell. The patient sought medical attention twice during this period; the first visit resulted in discharge home, and the second visit resulted in an overnight hospitalization. The patient was diagnosed with diabetic ketoacidosis. The patient was unable to clearly describe the treatment provided, stating only that ¿a bunch of things¿ were connected, and could not confirm whether an insulin infusion or intravenous therapy was administered. At the time of the event, the patient reported that the pink slide had advanced, the cannula had inserted into the skin, and no redness, swelling, or insulin leakage was observed at the infusion site. The patient was unsure whether the cannula appeared normal upon removal. The patient also reported seeing a message on the controller containing multiple numbers but did not understand its meaning; no specific alarm details could be confirmed. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.